Event description:
It was reported the red line (heater line) on a homechoice automated pd set with cassette popped off while the patient was connected during set-up for peritoneal dialysis (pd) therapy. The issue was discovered prior to the first fill. It was unknown how the issue happened or the cause of the issue. The patient's husband contacted the pd clinic following the incident and was instructed to discard the cassette and bags and start over with new supplies. Therapy was successfully completed after starting over with new supplies. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The exact date of this event was unknown. A sample was requested, but was not available for further evaluation. A batch review could not be performed as the lot number is unknown. The reported issue was not confirmed. The cause of the reported issue could not be determined.